Event description:
A user facility clinic manager (cm) reported a dialyzer blood leak during a hemodialysis (hd) patient¿s treatment. Upon follow-up, the cm confirmed the blood leak was internal and occurred immediately after initiation of treatment. The machine, a 2008t, alarmed appropriately with a blood leak alert. Blood was visually observed within the dialyzer housing. Blood test strips were used and tested positive for the presence of blood. The patient was utilizing fresenius bloodlines. No damage was noted on the dialyzer prior to treatment. The estimated blood loss was 50 ml. Immediately following the event, the patient was re-setup with new supplies on the same machine and completed treatment without further issue. The machine has remained in service. There was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The dialyzer was available to be returned for manufacturer evaluation.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility clinic manager (cm) reported a dialyzer blood leak during a hemodialysis (hd) patient¿s treatment. Upon follow-up, the cm confirmed the blood leak was internal and occurred immediately after initiation of treatment. The machine, a 2008t, alarmed appropriately with a blood leak alert. Blood was visually observed within the dialyzer housing. Blood test strips were used and tested positive for the presence of blood. The patient was utilizing fresenius bloodlines. No damage was noted on the dialyzer prior to treatment. The estimated blood loss was 50 ml. Immediately following the event, the patient was re-setup with new supplies on the same machine and completed treatment without further issue. The machine has remained in service. There was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The dialyzer was available to be returned for manufacturer evaluation.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: a sample from the reported lot was returned and subjected to a laboratory bubble point test. Due to the level of coagulation in the header caps, water was unable to sufficiently pass through the dialyzer to complete the test. No leak was noted during the test and therefore it was deemed to have passed. The dialyzer was then subjected to destructive disassembly for further visual examination. During the visual examination, a kinked and looped fiber was observed at approximately 180° with the ports at 0° on the non-cavity ID end. There was no other damage or irregularities noted on the returned sample. A production records review was performed on the reported lot. During the lot history review it was noted that there was one other complaint reported against the lot. The complaint was reported by the same customer as the current event and addresses the other incident of a blood leak mentioned above (confirmed due to a fiber fragment). The number of complaints for the assigned symptom code on the lot number was reviewed and it was determined that no lot complaint excursion occurred. An investigation of the device history records (DHR) was conducted by the manufacturer. There was one approved temporary deviation notice (dn) reported on the lot which was unrelated to the complaint event. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. The investigation into the complaint was able to confirm the reported event. The reported lot number passed pyrogen testing, was within sterilization dosage parameters and passed all release criteria.